Event description:
It was reported that the external pulse generator (epg) had a broken lower case, missing clip and ring, and broken connector. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken, one side bail cover and side bail were missing, and the atrial output connector was broken. It was also noted that the upper case, battery drawer, one side bail cover and ring cover were broken, the battery release was contaminated, and one side bail was bent. (B)(4).